Event description:
Related manufacturer reference number: 2017865-2022-16459. It was reported that the patient presented in clinic for a follow up. Review of an x-ray revealed dislodgement on the right ventricular (rv) lead causing loss of capture. During the same surgery insulation damage was noted on the atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6b date of explant should be (B)(6) 2022 instead of unknown.